Event description:
Boston scientific received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and coronary sinus leads had been very sick for several weeks. The pt was septic and required a total system extraction. In addition, the physician was aware of a clot in the right atrium. During the extraction, the pt code for 58 minutes and was put on life support. There were no device allegations. The system ultimately remained implanted and will not be returned.

Manufacturer narrative:
Should additional info become available, this event will be updated.